Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR report: 1627487-2014-22053. It was reported the patient is not receiving effective stimulation. Reprogramming did not resolve the issue .impedances were normal and patient experienced parasthesia in all of her painful areas including her low back and bilateral legs, however; patient reported she did not attain pain relief. The patient requests to have the system removed. Surgical intervention is pending to address this issue.